Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate therapy during the use of an electronic device. The patient was in good condition after the event.